Event description:
Pt reported 3 weeks after injection with unspecified juvederm in the lips and nasolabial folds, they developed swelling and redness at the injection site, and noted it felt like the product "migrated". An antibiotic was prescribed as treatment.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or pt details are not attainable. The event of swelling, redness, and product migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events - the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.